Event description:
New ceiling lift sling was opened and placed under patient. While raising the patient using the ceiling lift, there was a ripping sound and the sling was ripping apart. The patient was descended back down with no injury. Sling is rated to support 800 lb, patient weighed less than 300 lbs. FDA safety report ID # (B)(4).